Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Rv average thresholds rise from 0.875 on (B)(6) 2014 to 2.0 on (B)(6) 2014 then drop to 0.875 again on (B)(6) 2014. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with intermittent pectoral stimulation, which the patient stated had been occurring since implant seven years prior. There was a high threshold noted on the right ventricular (rv) lead and the trend showed a spike from one month prior. Capture management also showed a recent increase in thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.